Manufacturer narrative:
(B)(6). (B)(4). The returned advanix-naviflex rx biliary stent was analyzed and a visual evaluation noted that that the push catheter and pull wire were kinked. The push catheter suture hole and the stent suture hole were found torn. After functional inspection, it was found the guide catheter kinked and it was detached from the delivery system. No other issues with the device were noted. The reported event was confirmed. Based on the product analysis, it is most likely that procedural or anatomical factors encountered during the procedure could have affected the device performance and its integrity. The reported anatomical factor could cause resistance and/or friction during the deployment attempt of the stent. The device may become difficult or unable to be properly/smoothly advanced/handled and at the same time impacting the functionality of the device generating the observed bends/kinks. Additionally, the continued attempts to retract the guide catheter or force applied to the device to release the stent, in addition to the found bends/kinks could result in the guide catheter detached issue and the found failures of push catheter suture hole and stent suture hole torn. Therefore, adverse event related to patient condition is selected as the most probable root cause of the complaint. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an advanix-naviflex biliary stent was going to be used during a procedure in the bile duct, performed on (B)(6) 2020. According to the complainant, during the procedure, it was impossible to deploy the plastic stent. The black guide catheter was not disconnecting from the stent, and the suture which holds the delivery system is still in place, leading to failed stent deployment. The procedure was completed with another biliary stent. There were no patient complications reported as a result of this event. Investigation results of the returned device revealed the guide catheter was detached/separated, therefore this event has been deemed a reportable event.